Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set was leaking. It was further reported that the tubing had separated just below the y-portion of the set. This issue was identified during priming with a unit of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. All components were correctly placed and according to specifications. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional pressure test was performed which revealed a leak between the bushing and filter; a separation was generated between both components during the process. The reported condition was verified. The cause of the condition was due to excess solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.